Event description:
It was reported that the customer had a no delivery alarm on the insulin pump in the past. Customer stated that he was not sure if the event was with the current pump or a previous pump, but the pump stopped delivering insulin. Customer was asked to change the infusion set. After the infusion set was changed, the insulin pump appeared to be functioning as designed. Customer stated that the pump alarmed no delivery. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.